Event description:
It was reported the pt was recharging the ipg every other day. Based on the settings, the reported recharge burden may be excessive. The pt wanted to have the ipg replaced due to the issue. An appointment was scheduled with the physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.